Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving calibration errors and change sensor alerts. Customer also reported receiving a threshold suspend alert with differences between sensor glucose levels and blood glucose levels. Blood glucose level was approximately 140 mg/dl at the time of the call. No further information was provided.